Manufacturer narrative:
(B)(4). Concomitant medical products: xl-115363, arcom xl 44-36 std hmrl brng, 535110, 113655, comp primary stem 15mm std, 210550, 115384, comp rvs cntrl scr 6.5x40mm st, 402180, 115330, comp rvrs shdr glen bsplt +ha, 491150, 180502, comp locking screw 4.75x25mm, 015220, 118001, versa-dial/comp ti std taper, 327150, 115310, comp rvrs shldr glnsp std 36mm, 340660, 180500, comp locking screw 4.75x15mm, 525040, 180501, comp locking screw 4.75x20mm, 660100, 180501, comp locking screw 4.75x20mm, 283910. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent total right shoulder arthroplasty. Subsequently, the patient was revised approximately six (6) years post-operatively due to pain, crepitus, and audible clunking associated with humeral component fracture. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was able to be confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. X-rays reviewed, four views of the right shoulder taken today do not show a broken prosthesis and the trunnion from the humeral prosthesis. Root cause was determined to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Poly bearing and tray are returned for evaluation. Visual inspection showed that the tray fractured at the taper and has worn. No dimensional analysis was performed as the device has physical damaged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.